Event description:
In this case the customer reported that there was no communication available from the gantry microphones. Per the field service engineer (fse) the cause was from a failed gantry microphone board.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).